Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, around 10 am, she had suffered a hypoglycemic event while using an expired sensor and had lost consciousness while shopping at a store. Paramedics were called. They assisted patient and transported her to the hospital. While in the ambulance, patient's bg was measured at 38 mg/dl and patient was administered 2 glucose gels. At the time of her call to dexcom technical support patient reported that she was feeling better.